Event description:
Customer reported the hemoglobin (hgb) background was recovering high when using the unicel dxh 800 coulter cellular analysis system. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed the hemoglobin (hgb) blank was recovering low. The fse affirmed the hgb bath and hgb lamp would need to be replaced to resolve the issue. However, when the fse began to install the new hgb bath, he noticed the top of the hgb bath was manufactured incorrectly (the vent to the back). The fse removed the top of the hgb bath and adjusted it correctly (the vent to the front). The replacement of the hgb bath and lamp resolved the high hgb background issues. While verifying instrument performance, the fse noticed the xb was running slightly high for mch. The fse recommended for the customer to mix diluent prior to putting it on analyzer and exclude any abnormal indices results .the fse checked with customer the next day and the xb for mch recovered well within limits. The fse returned the original hgb bath for investigation; pending part evaluation. If the part evaluation provides significant findings, in addition to those provided in this report, a supplemental MDR will be filed. Identified failure modes: the failure mode is related to a faulty hgb bath and hgb lamp. No erroneous results were generated for this event. Upon recur; the failure modes identified is likely to cause erroneous hgb results due to optical failure. Evaluation of product labeling: per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. (B)(4).